Event description:
It was reported no alarm was detected at saturation equal to zero. Even if the sensor was off, there was also no alarm. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips field service specialist (fss) went to the customer's site and tested the device. The malfunction could not be reproduced. Tests were carried out and showed no problems. The removal of the spo2 sensor leads to a technical alarm. The system complies with the manufacturer's specifications in the tests carried out and is ready for clinical use. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Updated box d. Model number from 866471 to intellivue patient monitor mx750. A philips field service specialist (fss) went to the customer's site and tested the device. Results of testing showed neither problems, nor any errors detected. The malfunction could not be reproduced. The removal of the spo2 sensor lead; resulted to a technical alarm. The system complied with the manufacturer's specifications in the tests carried out and is ready for clinical use. Philips requested log files for further investigation by an internal product support engineer (pse). Upon further review of the files, the following was confirmed. At 9:52:22 there was an spo2 sensor off inop generated (spo2 sensor ab inop generiert) ¿ which ended shortly thereafter (spo2 sensor ab beendet). Following that, at 9:52:42, an spo2 low alarm was generated (spo2 79 <84 generiert). This alarm was acknowledged (quittieren) at 9:53 from the central station and therefore ended at 9:53 (spo2 78 <84 beendet) in the time from 9:53 til 9:57, there were several spo2 low alarms and desat alarms, which were all acknowledged (quittieren) from the central station and thus, correctly, ended within the minute. Also at 9:57, someone was at the bedside monitor and initiated a pause: all alarms (pause: alle alarme) which ended the active desat alarm (desat 78 < 80 beendet). At 9:57, someone resumed all alarms (fortsetzen: alle alarme) at the bedside monitor. In the time from 9:59 til 9:57, there were several spo2 low alarms and desat alarms as well as art pressure high alarms, which were all acknowledged (quittieren) from the central station and thus, correctly, ended within the minute. At 10:10 someone was back at the bedside pausing: all alarms alarms at 10:10 (pause: alle alarme) and resuming: all alarms/ acknowledging alarms at 10:12 (fortsetzen: alle alarme/ quittieren) at 10:17:47 there was a spo2 sensor off inop generated (spo2 sensor ab generiert), which ended at 10:19 (spo2 sensor ab beendet) at 10:19:30 an spo2 low alarm was generated (spo2 82 <84 generiert), which was acknowledged at 10:20 from the bedside (quittieren) and thus ended at 10:20 (spo2 81 <84 beendet.) At 10:23 there was someone at the bedside changing the spo2 alarm limits pse conclusion in the respective time frame, several spo2 low alarms and spo2 alarm were announced. Most of the time they were acknowledged within the minute from the central station. At 9:57 and at 10:10, all alarms were paused for 2 minutes. At 9:52 and at 10:17 an spo2 sensor off inop was announced. According to the above analysis, there were many instances where alarms were acknowledged or paused (temporarily switched off) by the hospital staff. Thus, a sudden drop in the spo2 value during these times might have gone unnoticed, because it might not have been announced immediately, or not at all ¿ in accordance with the specification. Also, an inop condition may interrupt monitoring and detection of physiological alarms as stated in the instructions for use (IFU). Furthermore, it should be noted that there are alarm delays that might influence the timing of alarms and thus not every time the spo2 value drops below the spo2 low alarm limit or the spo2 desat limit, an alarm will be announced ¿ according to specification. Based on the information available in the case, the cause of the reported problem could not be confirmed as it could not be reproduced. Several "spo2 low alarms¿ and spo2 alarm were announced. Most of the time they were acknowledged within the minute from the central station. The reported problem was not confirmed. Based on the log files provided by the customer, the unit operated as designed and configured. Additional user training has been planned. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.